Manufacturer narrative:
At this time, the user facility has not directly reported any adverse event info to stryker. Additionally, stryker has not received any device malfunction allegations or requests for device servicing, as a result of this event. Numerous verbal and written communication attempts to the user facility were performed, however all attempts were unanswered.

Event description:
A stryker sales rep became aware of a pt death, resulting from a mediastinoscopy, thoracotomy, and lobectomy. It is suspected that a stryker neptune rover may have been used during the procedure. No further info was available and numerous attempts to obtain additional info from the user facility were unsuccessful.